Event description:
Related manufacturer reference numbers: 2017865-2023-01529. It was reported that the patient presented in clinic after a fall. Upon interrogation, it was found that the right ventricular (rv) and right atrial (ra) leads exhibited loss of capture due to lead fracture. Both leads were explanted and replaced. The patient was discharged home eventually.